Event description:
During a surgical procedure the surgeon was newer to the system and complained it was inaccurate. No adverse consequences or procedural delays were associated with the event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results. Device not returned.

Event description:
During a surgical procedure the surgeon was newer to the system and complained it was inaccurate. No adverse consequences or procedural delays were associated with the event.